Event description:
Reporting status: serious injury-medical intervention/permanent damage. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that after implant of a vision stent, the physician intended to implant another vision stent distally. The second stent was going through the implanted stent, when the second vision came off from the delivery system. It was reported that the second vision came off from the delivery system because it was blocked into the struts of the first implanted stent. The physician, by using another balloon, succeeded in the redeployment of the blocked stent. The second vision was deployed over the first one. The physician continued the procedure, he implanted a third vision in the intended target lesion. No additional event or patient information is available.